Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The patient reported that they fell and hurt their rotator cuff so bad that the doctors cannot fix it as of about 2 or 3 months prior to date notified. It was stated that the healthcare provider (hcp) wants to do surgery to replace the shoulder on their right side, and inquired if they have to turn their stimulator off. The patient noted they do not believe toe fall is related to the device or therapy, but mentioned they have been falling a lot lately, and every time they fall they fall backwards. They then stated they do not know if the fall was caused by the device or therapy, and they hit their arm when they fell. Cautery/electrocautery guidelines were inquired. Follow up information received from the patient on (B)(6) reported that the circumstances that led to them falling a lot were them being off balance and unable to "walk good." To resolve the issue, the patient went to the hcp and adjusted the dbs system, but the issue has not been resolved. The patient's indication for implant is movement disorders. See related regulatory report 3004209178-2016-27053.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.